Manufacturer narrative:
B5 re icl rotation surgery took place on (B)(6) 2013 followed by (B)(6) 2013. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm12.1 implantable collamer lens, -17.50/+2.0/089 (sphere/ cylinder/ axis), in the patients right eye (od) on (B)(6) 2011. The lens was reported as refractive change overtime, with blurred vision and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.